Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of potential thrombus and neuro issues could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. The submitted system controller log file captured the pump appearing to function as intended above the low speed limit with no atypical alarms. Pump power ranged between 6.2 and 7.6 w, estimated flow ranged between 5.7 and 8.0 lpm, and average pi ranged between 1.6 and 5.1. No unusual events were noted in the data. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation will be closed accordingly. The patient remained ongoing on (B)(4) following this event. The heartmate ii lvas IFU lists device thrombosis and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's labs were normal and a ramp study was scheduled. Results were requested but were not provided.

Manufacturer narrative:
The approximate age of device: 2 years and 4 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was having new onset symptom of heart failure, with concern for thrombus or neurological issues. Additional information was request, however was not provided.